Event description:
Caller reported a cartridge alarm but indicated there was no adverse impact to their blood glucose level. The issue did not occur during the load process, and the caller had not previously reported similar alarms with the pump. Without a new cartridge available, the caller reloaded the existing cartridge and was able to resume insulin delivery. Technical support advised loading a new cartridge when possible and suggested a follow-up if the alarm recurred.